Event description:
Reporter alleged that aviva strips were labeled with an expiration date of "7/31/11". The manufacturer's records show the actual expiration date to be 03/31/2011. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the saw exceeded maximum temperature during testing. There were no injuries or complications reported.